Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a power on reset and therapy had stopped. The patient stated she had connected to the recharger and saw the power on reset and then connected with the programmer and saw an informational power on reset message. The patient did not report any traumas or falls but did state she recently had an egd procedure and was at a hospital. Troubleshooting reviewed how to clear the power on reset. The patient was able to clear the power on reset and turn therapy back on and the therapy was adequate. Troubleshooting resolved the issue. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.